Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the insufflation unit exhibited a faulty manifold. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed, and the device did not meet the standard specifications. It was determined that the air feeding was abnormal due to a flaw rate adjustment error in the device caused by a failure of the manifold unit. Olympus will continue to monitor field performance for this device.